Event description:
Rptr stated that caller from facility reported 2 separate issues with the unit: user error of hanging a wrong source bag and presence of glucose in final container not programmed to contain glucose. F/u call to caller: she provided more details. First, a bag of 50% dextrose was hung on the station reserved for sterile water and used to compound a solution for a neonate. This user went undetected until the neonate's blood glucose rose to 1100, requiring an insulin drip. The infant had an intracranial hemorrhage, the relationship of which to the hyperglycemia is unknown. The incident occurred 1/24 and the neonate is alive as of 1/30. No further details are available. Second, since the above event nurses have been checking other bags compounded by the unit, which were not programmed to contain glucose, by chem strips and by determined to contain 5-20mg/dl. Qm calculation: 5mg/dl is 0.01ml of dextrose 50% in 100ml sterile water. The unit was swapped out. 1/30/97, cwf, f/u: caller from the facility reported that the male neonate was born 1/20/97 weighing 560g and expired 2/6/97; his twin had expired earlier. During the incident, the incorrectly compounded bag was hung from 1600 to 2140 hrs. The blood glucose (bg) was found to be 1143 and the bag taken down and an insulin drip initiated. Bg=428.